Event description:
It was reported that the device battery had premature depletion possibly due to the atrial lead undersensing atrial fibrillation which caused the auto threshold to increase to max output. Therefore the device was removed and replaced with a new device and the atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead(B)(6) 2009. (B)(4).

Manufacturer narrative:
Product evaluation summary: the device was returned and analyzed. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.